Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, where they used the balloon to create space, the first device was opened and they noticed a yellow discoloration to the foam portion on the trocar. This was not passed onto sterile field. A second one was opened and used but the balloon ripped off while inflated. Nothing was left in the patient. A third one was used and this one would not inflate properly. Then a fourth one was opened and worked properly to complete the case. The surgical time was extended by thirty minutes or more due to the product problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. For device 1, the visual inspection of the returned product noted that the obturator, lock collar, trocar balloon and dissector balloon were received. The inflation syringe was received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. The foam on the trocar balloon's locking collar was received with a yellow discoloration. For device 2, the visual inspection of the returned product noted that the obturator was not received. The lock collar, trocar balloon and dissector balloon were received. The inflation syringe was not received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. For device 3, the visual inspection of the returned product noted that the obturator, lock collar, trocar balloon and dissector balloon were received. The inflation syringe was received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. The dissector balloon was cut and disengaged. A functional evaluation for device 1 found that the trocar balloon was inflated with no leaks detected. The dissector balloon was inflated with no leaks detected. A functional evaluation for device two found that the trocar balloon was inflated with no leaks detected. The dissector balloon was inflated with no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.